Event description:
It was reported that blood leaked in the sheath. A 1.25mm rotapro was selected for use. During the procedure, the physician found a blood is reflowed in the catheter and there was leak in the sheath. The procedure was completed with another of the same device. No patient complications reported.